Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that the patient was experiencing discomfort and irritation at the ipg site. Reportedly the patient had lost 50 pounds. As a result, to address the issue, the ipg site was revised on (B)(6) 2019, wherein the ipg was implanted deeper in the pocket.